Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion and posterior fusion surgery on l4 to s1 on (B)(6) 2011, using rhbmp-2/acs.reportedly, the patient¿s post-operative period has been marked by increasingly severe pain and weakness in her legs. An x-ray conducted on (B)(6) 2012 shows that the patient continues to experience nerve root compression. Comparing this region to a (B)(6) 2010 MRI study, the (B)(6) 2012 x-ray study reported severe narrowing at l5-s1. The patient reportedly continues to experience severe and unrelenting pain that radiates into her lower extremities.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2010: the patient was preoperatively diagnosed with left sciatica, degenerative disk disease, herniated nucleus pulposus, l4-5 and underwent the following procedures: laminectomy, foraminotomy and diskectomy, l4-l5 left.fluoroscopy. On (B)(6) 2011: the patient was pre-operatively diagnosed with recurrent l4-l5 disc herniation on the left. L5-s1 degenerative disc disease and underwent the following procedure: l4-l5 transforaminal lumbar interbody fusion. Transforaminal decompression left l4-l5 and left l5-s1. Application of interbody device at l4-l5. Posterior spinal fusion, l4-s1. Posterior spinal instrumentation, l4-s1. Left hemilaminectomy in addition to the transforaminal decompression with discectomy. Application of rhbmp-2. Morselized autograft from laminectomy site. Fluoroscopy. Neural monitoring. As per op notes: ¿a 9 mm lordotic spacer was then packed with rhbmp-2 and morselized autograft. Under fluoroscopy, this was impacted into the l4-l5 disc. Focus was shifted to the right side in the l5 transverse process and sacral ala. The right side was burred using a high-speed burr. The lateral recesses were packed with sponge or rhbmp-2 wrapped around morselized autograft. The lamina at l5 and s1 were also burred using a high-speed burr. The facet was also burred. This was packed with the "integra dbm" as well as morselized autograft and an rhbmp-2 sponge wrapped around the morselized autograft. The facet at l4-l5 level was also burred using a high-speed burr and packed with morselized autograft.¿ patient tolerated the procedure well without any intraoperative complications.